Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: later grade IV capsular contracture. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: grade IV capsular contracture.

Event description:
Regulatory agency reported, on behalf of provider, patient shows signs of intracapsular rupture diagnosed via MRI, mammogram and ultrasound. The patient presents for evaluation with clinical signs of grade IV capsular contracture. This record is for the right side. The device was explanted without replacement along with capsulectomy.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Regulatory agency reported, on behalf of provider, patient shows signs of intracapsular rupture diagnosed via MRI, mammogram and ultrasound. The patient presents for evaluation with clinical signs of grade IV capsular contracture. This record is for the right side. The device was explanted without replacement along with capsulectomy.